Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.